Event description:
The customer obtained reproducible higher than expected vitros trop I es results (0.104, 0.109 ng/ml vs. Expected results <0.012 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. In addition, non-reproducible vitros trop I es results (hsdb results= 0.140, 0.143, 0.125 ng/ml vs. Expected results <0.012 ng/ml) were obtained during investigation of the affected patient results. The higher than expected patient result (0.104 ng/ml) was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the samples were retested according to the customer's policy and the corrected result (<0.012 ng/ml) was reported. There was no allegation that inappropriate treatment was given to the patient due to the affected result. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple reproducible, higher than expected vitros trop I es results were obtained from a single patient sample while using the vitros eciq immunodiagnostic system. In addition, non-reproducible vitros trop I es precision test results were obtained during investigation of the affected patient results. There is no evidence that a reagent related issue contributed to the event. An ocd field engineer performed service actions and maintenance to the signal reagent analyzer sub system. Vitros trop I es precision testing results prior to servicing were unacceptable. Following service, the analyzer was returned to expected performance. The investigation could not determine whether, the sample was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event is analyzer related. However, pre-analytical sample processing cannot be ruled out as a contributing factor.